Event description:
It was reported that right hip revision surgery was performed. Severe and increasing pain, swelling with severe metal on metal reaction and elevated serum cobalt and chromium levels reported. Bilateral patient, left hip revision surgery reported via MDR 3005975929-2017-00368.